Event description:
Initial reporter states the screws that hold arm pad is stripped and cannot be tightened down. No report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model solara3g, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1154295, rev,c(dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the dealer for additional information. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. A replacement part was sent to the dealer.